Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported by the customer's mother that the customer had a motor error alarm on the insulin pump during a bolus delivery. Customer's blood glucose level was 352 mg/dl. Customer was assisted with clearing the alarm. Customer stated that he was able to rewind the pump. Customer was advised that the insulin pump will need to be replaced. Customer was also asked to return the pump with the battery and zero out the basal rates. On (B)(6) 2014, customer's mother stated that the no delivery occurred when trying to treat for blood glucose levels, so it has not been treated at this time. No add'l info provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.